Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient's father contacted animas to report the patient was taken to the emergency room on (B)(6) 2011 and treated for a high blood glucose (bg) and diagnosed with "borderline dka." The patient's father reported that the patient's bg was in the 400's mg/dl and he had developed symptoms of nausea, vomiting and had tested positive for ketones. In the ER the patient was treated with IV fluids and anti-nausea medication. The patient's father reported the patient was kept on the pump and confirmed he was not placed on an insulin drip or sq insulin while in the ER. The patient was discharged from the ER with a bg of 180 mg/dl. At the time of the call, the patient's father reported that the elevated bg readings began on the evening of (B)(6) 2011 and did not come down. During review of pump, the reporter confirmed all pump settings were programmed properly. It was noted that bolus and total daily delivery were accurate. The patient's father denied any issues with site and confirmed there were no issues with kinked cannula or other tubing issues. In addition, the reporter denied presence of air bubbles in cartridge or tubing. Customer support informed reporter based on pump review that the subject pump was functioning appropriately. This complaint is being reported because the patient was treated for hyperglycemia by an hcp while on insulin pump therapy.

Manufacturer narrative:
(B)(4). The device was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following finding: no defect was found. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. Daily insulin delivery totals correctly reflected programmed basal rates. No data in black box or download histories from time of reported hospitalization due to continued use.